Event description:
Additional information received from patient. They reported the cause of the ins defective was not determined and unknown. The steps taken for resolution was, dec 2021 - hcp said to leave it turned off. It was unknown if issue had resolved. Ins was still implanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the healthcare provider(hcp) clarified that the patient always seemed like they'd had issues with the therapy/implanted because the device was an eos as it was implanted in 2019. This was stated to be caused by normal battery depletion. The hcp stated that the cause of these therapy/device issues was determined. They had not had contact with the patient since 2021. Issue had not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back and reiterated that it had always seemed like they'd had issues with the therapy/implanted device and so after last talking with the company, they spoke with their healthcare provider (hcp) about their concerns and their hcp told them to just turn the therapy off. Patient stated thus, the therapy had been off since then and they hadn't been using it since like (B)(6) 2021. Patient's reason for call was an inquiry about MRI eligibility. Patient stated that they were now having back issues and that their doctors wanted them to have an MRI. Patient stated they knew that they had an MRI in (B)(6) 2023 but the MRI technician this time around was looking through the MRI labeling and told the patient it appeared they could only get a head/brain only scan and patient was calling today (B)(6) 2025 because they wanted to confirm if that was accurate. Patient services reviewed MRI compatibility information with the patient. Patient stated since they weren't even using the implanted system any longer, they would probably just have it removed so they could get their MRI. Documented reported e vent. No further action was taken by patient services.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that no further action would be taken. Device removal was not planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they have had nothing but trouble with their current ins. Patient inquired if there could a be "malfunction" with the device due to this and if patient services has any information on this.  Patient stated they had last hcp appt. On (B)(6) when patient was having "terrible issues with it" and stated it was "so uncomfortable" so doctor advised patient turn therapy off. Patient clarified that it felt like their therapy was "going spastic" and felt so strong so that's why patient turned therapy off. Patient stated in (B)(6) all of their symptoms were back due to therapy being off so patient turned therapy back on. Patient stated when they turned therapy back on in (B)(6) at a low setting and stated that it was uncomfortable at that program so patient turned to a different program and had therapy on from (B)(6) to (B)(6), but was having same symptoms. Patient clarified they had therapy at 0.5, but reported it felt much stronger than that. Patient stated they decreased stimulation down to 0.2, but stated it didn't feel any different and stimulation still felt pretty strong. Patient stated due to this they turned therapy off on (B)(6) and stated the last few days pt has been on edge and stated today they realized they are having to run to the bathroom every two minutes since therapy is off. Patient stated they turned therapy back on at 0.3 and confirmed that is comfortable, but stated they don't feel like it's helping because patient is "clammy, sweaty, like they have a bladder infection". Patient mentioned they have had to change therapy every month.  Patient provided event date as "pretty much" since doi.  The patient was redirected to their healthcare provider to further address the issue. Additional information indicated on (B)(6) 2021 that they think their battery may be defective. The cause of stimulation feeling strong was determined. The patient is no longer using it.